Manufacturer narrative:
(B)(4). The device was received for evaluation. The device powered up with no issues. External and internal inspections were performed on the device and it passed. The device passed functional and electrical testing. The electrical resistances and voltages were measured at different points of the device and no issues were found. No exposed metal was found on the heater pan and there was no loose hardware in the device. A review of the event history log of the device found nothing related to the reported issue. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The reported issue could not be duplicated. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) was shocked by their homechoice (hc). The hp reported that the shock occurred when they reached around the hc to turn on the machine. The hp also stated that there was no damage to the power cord and there were no spills on the hc. The hp had received a new hc and has not had any issues with the machine. The hp has been able to continue peritoneal dialysis therapy. No patient injury or medical intervention was indicated as a result of this event. Additional information was requested but is not available.